Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: the pfna blade can not be closed. There was no impact on the procedure. The operation was completed successfully with another implant. The surgeon initially thought it was the wrong implant, but noticed there was a malfunction and replaced the implant.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Manufacturer narrative:
The pfna blade was analyzed for conformance to print specifications and the device history record was researched; no abnormal findings or complaint related issues were identified. Manufacturing and inspection records indicated no problems with the lot in question. A function test was performed and the pfna blade was functional as required. Based on these findings it can be concluded that the cause of failure is not due to any manufacturing non-conformances. It may be assumed that either the blade was not correctly assembled with the instrument or that the locking technique was not carried out correctly. No product fault could be detected.